Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The diffuse lesion with more than 70% stenosis was located in the mid left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. The physician tried to cross the lesion three times but the device was unable to cross the lesion and it was found that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x28mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. The first stent strut on the distal end was noted to be lifted. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The diffuse lesion with more than 70% stenosis was located in the mid left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. The physician tried to cross the lesion three times but the device was unable to cross the lesion and it was found that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.